Manufacturer narrative:
(B)(4). The equipment was received in house at the (B)(6). For evaluation. Service technician was able to verify customer's reported problem "led's are burned out." The device was tested with a known good ac adapter connected. During initial power up of the ventilator, numerous led's were missing in the direct message display. Performed vent check display test, results were failing, missing led's segment dm8. Internal inspection does not reveal any abnormalities. The service technician replaced the main board. The main board will be sent to vyaire failure analysis laboratory for further investigation.

Event description:
The customer reported some of the ltv 1200 led's are burnt out. At this time there is no information regarding patient involvement.